Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawers 2 and 4 were not populated in the application. A field service engineer (fse) checked lights, replaced drawer controllers, and rebooted the station multiple times, but the drawers remained non-functional. Medbank support attempted to resolve the issue remotely but was unsuccessful. Various hardware components, including module boards and comm sleds, were tested and replaced, but drawer 2 continued to fail detection. The fse then replaced the cabinet controller interface, usb cable, all pyxibus module controllers, and drawer controllers. The station initially recognized the drawers, but the issue persisted. The fse then found that the issue might be with the power supply and replaced it. After rebooting, all devices were detected and functioned correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank mini had cubie drawers 2 and 4 failed to open and highlighted yellow. The customer stated that no drawers were working, and nurses could not access any medication, causing a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.